Manufacturer narrative:
The customer reported the speaker is not working. Functional testing determined the speaker was functioning-sound was produced. The speaker was proactively replaced and device passed all functional testing. The device was not in use on a patient at the time of the event.

Event description:
The customer reported the speaker is not working. Functional testing determined the speaker was functioning-sound was produced. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Customer reported the speaker is not working. Patient involvement is unknown. There was no report of patient or user harm.